Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was causing the pump to "not delivering insulin properly" and that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection. Customer loaded a new cartridge to resolve the issues.